Event description:
It was reported that during a tonsillectomy procedure using the coblator ii controller with a procise max wand, upon plug in of the wand, the controller screen malfunction and the settings could not be changed. The surgeon opted to complete the procedure using a competitor's device, instead.